Event description:
Related manufacturer reference number:2017865-2022-16228 it was reported that the right atrial lead and right ventricle lead both exhibited noise. No intervention was performed. Patient was stable.